Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) -year-old female patient underwent an unspecified procedure with a mentor obtape device and she experienced chronic pain and burning in the vagina after implantation. In addition, the patient reported that she experienced chronic back and leg pain, pain during and after sex, loss of sex life, swelling in vagina, loss of feeling in toes and foot, chronic exhaustion, brain fog, tinnitis and skin rashes. Patient reported that before obtape implantation, she had serious urinary incontinence but was otherwise fit and healthy. Additionally, the patient reported that the device is still implanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.